Manufacturer narrative:
(B) (4).

Event description:
Two weeks after a pump replacement, the pt returned for removal of the stitches and an infection was noted. The pt was placed on antibiotics. About two weeks later, the pt experienced a return of symptoms; back pain, "butt and legs were sore" and swelling. The pt was seen by the healthcare provider and it was reported that he took "two syringes and drew out clear fluid from pump". He informed the pt that the catheter was leaking. The pt denied having any falls or trauma. Per the reporter, a pump and catheter replacement was scheduled. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.